Event description:
During the routine post implantation follow up - one day after implantation -the ICD unit involved in this MDR report operated normally during the induction procedure, but afterwards, it could not be interrogated anymore. Therefore, the ICD was replaced in 2008.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis of the returned device is pending.